Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) large volume folfusor underinfused. This was observed during patient infusion. The device was filled with flucloxacillin 8g plus citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: 04/07/2022 and 04/08/2022 correction made to d5: operator of device: health professional (previously submitted as other). H4: the lot was manufactured from september 14, 2021 - september 16, 2021. H10: two (2) actual samples were received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.